Manufacturer narrative:
Corrected fields: full name of event site: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the front end board, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during start-up of the cardiosave intra-aortic balloon pump (iabp), the iabp generated a message of "power-up test fails # 12" on the screen. There was no patient involvement, and there was no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. Additional information has been requested, and we will report accordingly when it becomes available.

Event description:
It was reported that during start-up of the cardiosave intra-aortic balloon pump (iabp), the iabp generated a message of "power-up test fails # 12" on the screen. There was no patient involvement, and there was no adverse event reported.